Event description:
This event occurred in (B)(6). This is the second of two reports on the same incident, where two related devices were used. A impression for relining was taken. The patient came back to the surgery two hours later. She complained about a swollen lower lip. Beside xantopren m mucosa, the products xantoren h grün and the activator have been parts of the treatment. The patient has an appointment with a dermatologist on wednesday, (B)(6). Xantopren m was discontinued for sale in north america, however, some product likely remains in offices at this time. Our current product, cuttersil m is substantially equivalent to xantopren m. .xantopren grun would have been used concurrently with xantopren m in the impression tray, and would have been in contact with the patient for identical length of time and area. For these reasons, and out of an abundance of caution, this incident will be reported.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Xantopren grun (green) was discontinued for sale in north america, however, some product likely remains in offices at this time. Our current product, cuttersil medium is substantially equivalent to xantopren grun. Xantopren m would have been used concurrently with xantopren grun in the impression tray, and would have been in contact with the patient for identical length of time and area. For these reasons, and out of an abundance of caution, this incident will be reported. Since the actual device was not returned, evaluation is not possible. Device not returned to manufacturer.